Manufacturer narrative:
Concomitant product(s): product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information from the device manufacturer's representative (rep) stated the patient will need a replacement and it had not been scheduled yet. The patient has some insurance hurdles currently. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that implantable neurostimulator (ins) was not able to charge. The patient was being seen for normal pump refill for his targeted drug delivery system, and mentioned that he had not been able to charge his ins for his spinal cord stimulation system. The patient reported that he had not charged in almost 9 months. During troubleshooting, the patient programmer was unable to communicate with the ins. The recharger was brought to the healthcare professional's office, they were unable to "jump start" with the recharger, and had attempted to do so for over 15 minutes. The manufacturer representative discussed with the patient and healthcare professional that the battery was overdischarged and would not be able to communicate or stimulate; to get the ins to accept a charge, the ins needed replacement. The issue was not resolved at the time of the report. Surgical intervention was planned, but not scheduled. The patient's status at the time of report was alive with no injury, and no outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.